Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Patient reports they have experienced a left side deflation. Patient later clarified that the implant was not deflated but appeared very flat. Device has been explanted.

Event description:
Patient reports they have experienced a left side deflation. Patient later clarified that the implant was not deflated but appeared very flat. Device has been explanted.

Manufacturer narrative:
Clarification to g3: previous mw listed aware date as 28/jul/2011, but the aware date is 22/oct/2021. The previous report was submitted within 30 days.